Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 04/17/2015 with the following findings: a review of the pump¿s black box history showed that one power reboot associated with a cartridge change was recorded on 01/23/2015. Visual inspection revealed that the battery compartment was cracked at the threads on the side as well as above and below the bumper pad. Moisture corrosion was observed inside the battery compartment. The returned battery and cartridge caps were used to complete all testing. During testing, the pump performed the rewind, load, and prime steps with no power reboots occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms or power reboots occurring. The battery cap was fastened and unscrewed a half turn with no reboot occurring. A leak test was performed and a battery compartment leak was found. The allegation that the pump was losing power intermittently was observed in the pump history; however, investigation was not able to duplicate this allegation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.